Event description:
The complaint is now reportable based on the analysis approved in 2008. It was reported that during a coronary artery drug eluting stenting treatment procedure, difficulty crossing the lesion occurred. A 3.0x24mm taxus express2 drug eluting stent (des) had been selected to treat an unspecified lesion. The physician attempted to advance the 3.0x24mm taxus express2 des but the device would not adequately cross the lesion. The procedure was completed with another 3.0x24mm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "good". However, the returned product revealed there was stent damage.

Manufacturer narrative:
Device analysis: following a detailed device analysis, it was noted that the condition of the returned device was consistent with the complaint incident. A visual and microscopic examination of the returned device revealed proximal stent damage. Some of the struts were misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the top assembly manufacturing documentation for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the thorough evaluation and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context.